Event description:
The customer reported via phone call that the customer was experiencing high blood glucose and that she experienced issues with the sensor. The customer's blood glucose was unknown. The customer stated that the insulin pump was only delivering insulin for carbohydrates and not ratios. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.